Event description:
It was reported that this right atrial (ra) lead was dislodge post initial implant. This lead was successfully explanted and replaced. No additional adverse patient effects were reported.